Manufacturer narrative:
Device failure possibly related to the product condition prior to use.

Event description:
It was reported to target that during an embolization of an aneurysm, a second coil was deployed and found to be cut inside the catheter during repositioning. This occurrence was of no consequence to the pts health.